Manufacturer narrative:
The information provided in this report does not constitute an admission that the device caused or contributed to the reportable event. (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 11-feb-2020 stating an "accessory stuck in scope" involving pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4). The customer owned duodenoscope was returned for evaluation on 06-mar-2020. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found an "accessory stuck in primary operational channel" and "biopsy inlet t-piece stuck accessory at aft tube" confirming the customer's complaint and documenting the following additional findings on 09-mar-2020: leak at biopsy channel (large/ primary) distal side, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, residue on elevator body, failed wet leak test, failed dry leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, # 2 remote control button cover cracked, suction function not performed unit compromised. The device underwent repairs including the following components: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, biopsy inlet t-piece pb-free, o-ring(0.5x1.3) imp-1, operation channel, deflector body link, deflector body attaching screw, distal attaching screw, operation channel. The end user replied to a good faith effort request via email on 26-jun-2020 stating a boston scientific 10 fr x 7cm biliary stent accessory became stuck during the procedure. The endoscope was pulled from service and a different endoscope was used to complete procedure with a slight delay to swap out the endoscopes of about five minutes. No injury or any adverse event occurred to the patient. On 09-nov-2020, a device history record(DHR) review for model ed-3490tk, serial number (B)(4) was performed under ivai-20-110024, the DHR review confirmed the endoscope was manufactured on 12-jan-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 12-jan-2016. Pentax medical model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2016. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The duodenoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).